Event description:
It was reported that prior to a recanalization procedure, the catheter allegedly failed to vibrate. It was further reported that another catheter was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one crosser 14s cto recanalization catheter was returned for review. Visual evaluation of the sample revealed no anomalies to the transducer handle or saline hub. Material separation was noted between the outer catheter and distal tip of the product. No functional testing was performed due to the condition of the sample. Therefore, the investigation is inconclusive for activation problem. The investigation is confirmed for material separation. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g5. Expiry date: 10/2021. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 10/2021).

Event description:
It was reported that prior to a recanalization procedure, the catheter allegedly failed to vibrate. It was further reported that another catheter was used to complete the procedure. There was no patient contact.